Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and vessel perforation occurred. The 90% stenosed, 5mm target lesion was located in the mildly tortuous cephalic vein. A 5.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. The balloon was inflated four times - 6 atmospheres for 30 seconds, 8 atmospheres for 30 seconds, 10 atmospheres for 30 seconds and 14 atmospheres for 30 seconds. During the fifth inflation, the balloon ruptured. The device was removed but it could not be pulled back into the sheath. The physician had to apply some force and the balloon detached. The patient was sent to surgery to removed the detached part. A perforation on the artery occurred at the same time as the balloon rupture. A covered stent was deployed to treat the perforation. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture, balloon detachment and vessel perforation occurred. The 90% stenosed, 5mm target lesion was located in the mildly tortuous cephalic vein. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. The balloon was inflated four times - 6 atmospheres for 30 seconds, 8 atmospheres for 30 seconds, 10 atmospheres for 30 seconds and 14 atmospheres for 30 seconds. During the fifth inflation, the balloon ruptured. The device was removed but it could not be pulled back into the sheath. The physician had to apply some force and the balloon detached. The patient was sent to surgery to removed the detached part. A perforation on the artery occurred at the same time as the balloon rupture. A covered stent was deployed to treat the perforation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft, and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation of the inner shaft located 26 mm from the proximal bond (with the distal portion of the shaft missing), a balloon separation (circumferential tear) located 8cm from the tip, a burst in the balloon material (longitudinal) that was approximately 4.3mm in length, and both markerbands were detached from the (missing) inner and found inside that balloon material. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).